Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the received information, a partial postoperative migration of the active electrode array out of the cochlea was confirmed by diagnostic imaging. Further a complete insertion of the electrode was not achieved at implantation surgery. This is a final report.

Event description:
Incomplete insertion at time of surgery with progressively poorer performance over time. At most recent clinical visit, 5 channels were deactivated. The user has been re-implanted. There was significant ossification noted and the basal turn of the cochlea was drilled to accommodate the new electrode.

Event description:
Incomplete insertion at time of surgery with progressively poorer performance over time. At most recent clinical visit, 5 channels were deactivated. A revision surgery is scheduled for (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.